Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. It should be noted that the reported patient effect of intimal dissection is listed in the xience prime instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified, 95% stenosed lesion in the mid left anterior descending coronary artery. Pre-dilatation was performed with a 1.5x12mm nc balloon at 12 and 14 atmospheres (atm). A 3.0 x 18 mm xience prime stent was deployed at 12 atm and was post dilated with a 3.0x12 mm nc balloon at 14 and 16 atm. Post stent dilatation a distal edge dissection was noted. Another xience prime stent was implanted to treat the dissection. There was no adverse patient sequela reported. No additional information was provided.